Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation confirmed a single occurrence of system fault sf189 error message, however, the error could not be reproduced during performance testing. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating a loss of communication with the main board. There was no patient injury reported as a result of this incident.